Event description:
It was reported that the patient was admitted to the emergency room with ventricular fibrillation. The device had been undersensing. Anti tachycardia pacing therapy accelerated ventricular tachycardia into ventricular fibrillation and the device detected return to sinus. It was unknown whether the death was device related.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal.